Event description:
The facility stated taht the surgeon implanted aq2003v 3 piece silicone lens. The lens tore upon insertion into the eye. The incision was enlarged to remove the lens and required a suture to close the wound. It was unk what caused the lens to tear. The injector that was used was a metal twist, lot number was unk. The cartridge that was used was a aq cartridge fp, lot number was unk.